Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image disappeared when the user operated the angulation function.there was no report of patient injury associated with this event.

Manufacturer narrative:
Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Omsc assumed that the reported event was caused by the followings; defect of the imaging unit of the device. Defect of the circuit board in the connector of the device defect of the video processor. If additional information becomes available, this report will be supplemented.